Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.

Event description:
"Piece of trocar seal found in pt's abdomen towards end of case. Have photo taken during procedure. Piece of trocar seal was removed by surgeon."